Manufacturer narrative:
The customer conducted troubleshooting by following the procedure in the instructions for use to reset the setting on the pump; however, the pump continued to start at level four. A replacement device was sent to the customer. In follow up with a complaint handler on 07/02/2018, the customer indicated that she consulted a physician for treatment related to the issue and was instructed to use nipple creams and different breast shield sizes, apply heat, take longer breaks from pumping and try a new/different pump. The customer indicated that the replacement pump was doing the same thing. She requested contact by a medela clinician, who provided her with tips via email for addressing the pain. The customer responded in an email that she discontinued breastfeeding. In further follow up with a complaint handler on 07/22/2018, the customer indicated that the nipple cream she was using was a prescribed antibiotic. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 08/07/2018 and it passed suction and cycle specifications. The pump is designed to start in stimulation mode at vacuum level two and then, when it goes to expression mode, to increase to vacuum level four. During the product evaluation, it was confirmed that pump operated as designed and that the vacuum level could be adjusted down from level four. Refer to attached evaluation. The customer's report that the pump was only pumping at level four could not be confirmed. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). (B)(4).

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her sonata breast pump was pumping at level four, though she did not turn it up to that level, and she wanted to pump at level one because at the higher level it caused pain. She indicated that her nipples were very sensitive due to a bad latch, which caused initial damage. She consulted her doctor and lactation consultants about it and they thought that she might have "pump trauma."